Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had a flickering image transmission. The issue occurred during sedation for a diagnostic laparoscopic procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes in image occur, no image being displayed, fiber bonding in the outer tube area (distal end) is damaged, outer tube (thermistor) is broken, scope communication error (error 104). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes in image occur which leads to no image being displayed. The outer tube (thermistor) is broken and therefore scope communication error (error 104) occurs. The most probable cause for the fiber bonding in the outer tube area (distal end) is damaged is stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.